Manufacturer narrative:
No root cause could be established. Based on the available information, a causal relationship between the coopervision device and the incident has not been confirmed; however, the device cannot be definitively excluded as a potential causal or contributory factor. Should further information become available, a follow-up report will be submitted as appropriate.

Event description:
This incident was reported by the distributor, grandvision, as reported to them by the patient, and limited information has been made available. It was reported that after a short time of contact lens use, described as a few days, the patient experienced ocular symptoms of discomfort and poor distance vision, despite the lens powers being as prescribed. They patient further reports that they developed conjunctivitis and meningitis. Good faith efforts have been made to obtain additional information without success, as of the date of this report additional information is unknown. It is currently unknown, based on reported information, if the two events are related as specific diagnoses have not been provided. There are various types of both conditions which can be categorized as viral, bacterial, fungal, parasitic, and non-infectious. While meningitis and conjunctivitis are generally unrelated, and can occur simultaneously but independently, some bacteria that causes meningitis can cause meningococcal conjunctivitis. Alternatively, some types of bacterial conjunctivitis can lead to meningitis if the infection spreads from the eye. While most cases of conjunctivitis would be considered mild and resolve with limited or no medical intervention, meningitis may progress into a serious medical conditions requiring urgent medical intervention. This event is being reported due to the report of unspecified meningitis, which in the absences of additional information, should be considered a serious deterioration in the health of the subject as some types of meningitis may be life-threatening, result in permanent impairment, or require medical intervention including hospitalization to prevent a life-threatening illness or injury or permanent impairment.